Event description:
It was reported that the epiq 5g ultrasound system would not boot up for a patient examination and after disconnecting, there was a burnt smell. Sparks were seen from the bottom of the rear end and then the battery self-ignited. There was no patient or user harm associated with this event. The fire department was not required as the fire went out naturally. The philips service engineer evaluated the system and determined cause of the fire was the battery. No failure analysis can be performed as the battery was discarded and replaced by a 3rd party.